Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the sumalar area (ck4) and lower lips with 3 cc of juvéderm® volift¿ with lidocaine. 4 hours later, the patient found ¿swelling with mild redness¿ in the injection area ¿(acute hypersensitivity)¿. The patient was treated with IV dex and IV antihistamine to prevent anaphylactic symptom on the same day. The event was resolved on the same day.